Manufacturer narrative:
Per evaluation conducted by the manufacturing site: because the product was investigated with no failure found, it could be assumed the root cause is an user error. This is indicated because the log file analysis showed the typical error codes for empty gas bottle in the foreseen sequence. The above conducted investigations did not reaveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy on (B)(6) 2024, the gas turned off on its own. They were able to complete the procedure after turning on the device again. There was no patient impact reported; however, the issue caused a delay to the case of about 3 minutes.

Manufacturer narrative:
The device was returned to our us facility on nov-26-2024, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information/investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).